Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6)2022 getinge became aware of an issue with one of our equipment. The received customer allegation regarded a non-reportable issue. On 8th of november, during service visit, the technician detected reportable issue. According to the photographic evidence, cover detached but did not fell down from the device. Detachment of the cover created the risk of falling parts. There was no injury reported, however we decided to report the issue in abundance of caution as parts falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
On 26th october, 2022 getinge became aware of an issue with one of our equipment. The received customer allegation regarded a non-reportable issue. On 8th of november, during service visit, the technician detected reportable issue. According to the photographic evidence, cover detached but did not fell down from the device. Detachment of the cover created the risk of falling parts. There was no injury reported, however we decided to report the issue in abundance of caution as parts falling off into sterile field or during procedure may cause contamination. According to the information provided by the service technician, the device has been repaired by the replacement of damaged part. It was established that when the event occurred, the device did not meet its specification due to detachment of spring arm¿s cover, which contributed to the event. There is no information if the device was or was not being used for a patient¿s treatment upon the event occurrence. The review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. According to the subject matter expert at the manufacturing site, the incident is due to inappropriate use. To prevent such an issue from reoccurring, the manufacturer¿s recommendation is to follow the instructions from the operating manual concerning arm pre-positioning prior to use (IFU 01821 rev. 11, pages 35-38). Additionally, users are requested to pay attention to cracks in plastic parts (IFU 01821 rev. 11, pages 33-35). We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of h4 device manufacture date field deems required. This is based on the internal evaluation. Previous h4 device manufacture date: 07/22/2019. Corrected h4 device manufacture date: 07/23/2019.